Event description:
Following a urethral bulking implant procedure, the material flowed back out the needle tract to form a tail external to the implant site. The material was removed three days post-implant. Physician stated that there was no erosion. It is unk as to the reason for pt follow-up three days following implant. Additional info has been requested. No further info or complications have been reported.